Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract]. Removed one and notice one end of it looked almost torn... Found the missing part of the tampon [device breakage]. Removed one and notice one end of it looked almost torn...found the missing part of tampon [complication of device removal]. Case narrative: consumer reported via email that she removed the tampon and a piece of it was missing. No serious injury was reported.